Event description:
Notified by j. T. About a revision to an sl knee, originally implanted on (B)(6) 2023. Component was loose. See image of components in situ, set screw seems to have backed out. Revision took place on (B)(6) 2024. This is the third revision for this patient. See usage forms, images, and x-ray. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Notified by (B)(6) about a revision to an sl knee, originally implanted on (B)(6) 2023. Component was loose. See image of components in situ, set screw seems to have backed out. Revision took place on (B)(6) 2024. This is the third revision for this patient. See attached usage forms, images, and x-ray. [Customer].